Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event the event can be detected/prevented by following the inspection method for the event is described as follows in chapter 3 ¿preparation and inspection¿: section 3.7 ¿¿¿inspection of the endoscopic system¿ ¦ inspection of the endoscopic image confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 20 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 21 move the joystick slowly in each direction until it stops. 22 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. During device evaluation at olympus, it was found the complaint was not confirmed. The disconnection and image flickering was unable to be reproduced. Evaluation did find that water tightness was lost due to a pinhole in the bending section cover, the bending section cover adhesive was chipped, the connection between the bending section and connecting tube was not secured due to deformation of the bending tube, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the connection between the insertion pipe and control unit was not secured due to looseness of the insertion pipe, and the video connector was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoeye flex 3d deflectable videoscope had a disconnection and the image was flickering. There was no reported patient harm or impact due to this event.